Event description:
On (B)(6) 2011, the pt stated that after an insulin cartridge change he primed his infusion device, but did not see insulin come out of the tubing. The pt then primed the infusion device again and once he was able to see insulin dripping out of the end of the tubing he attempted to stop the prime. The pt stated that he was unable to stop the prime and tried using all buttons on the infusion device to stop the prime. The pt was asked to put the infusion device in "stop mode" and to prime the infusion device again. The issue of not being able to end the prime early was able to be duplicated. The pt was then asked to remove the battery and reinsert it into the infusion device. After doing this the infusion device functioned as normal and priming was able to be stopped early. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.